Event description:
Per information provided: (B)(6) 2014 - patient was diagnosed with umbilical hernia thereby underwent open repair with implant of ventralex mesh (device #1). Per op notes, "a ventralex mesh (device #1) was placed and sutured." (B)(6) 2015 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with explant of ventralex mesh (device #1) and implant of ventralex st mesh (device #2). Per op notes, "multiple adhesions were freed from the old mesh (device #1). The old mesh (device #1) was removed, and a ventralex st mesh (device #2) was placed and sutured." (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with partial explant of ventralex st mesh (device #2) and implant of ventralight st using echo ps (device #3). Per op notes, "extensive lysis of adhesions was performed. The mesh (device #2) was excised along with tissue and some mesh portions were left in place. A ventralight st using echo ps (device #3) was placed and tacked."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr was submitted to represent the bard/davol ventralex st (device #2). An additional supplemental emdr was submitted to represent the bard/davol mesh ¿ ventralex (device #1). Note, the manufacturing date (15-feb-2015) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.